Event description:
The account alleged that a nurse received a shock when plugging in the bed. The account would not release any information on the injury or treatment.

Manufacturer narrative:
The technician investigated and found that the power cut had a cut in it and bare wires were exposed. The account stated the nurse received a shock when she touched the damaged part of the power cord. The account advised that the power cord plug was already broken when being used. The account stated the nurse used a bed when the plug had already been damaged by staff. No further information is available on the repair of the bed at this time.